Manufacturer narrative:
Additional information: section h4 - device mfg date. The complaint investigation for falsely depressed chloride results included a search for similar complaints, review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of historical data did not identify any nonconformances associated with the complaint list number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent was identified. Section h6 - adverse event problem medical device problem code changed from a090809 to a090810. B5 - describe event or problem updated from falsely elevated to falsely decreased

Event description:
The customer observed falsely decreased chloride results generated on the alinity c processing module for a patient sample. The following data was provided (normal reference range 98 to 107 mmol/l): (B)(6) 2023 sample ID (B)(6) initial chloride result = 123.8 mmol/l, repeat = 93.8 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride results generated on the alinity c processing module for a patient sample. The following data was provided (normal reference range 98 to 107 mmol/l): (B)(6) 2023. Sample ID (B)(6). Initial chloride result = 123.8 mmol/l, repeat = 93.8 mmol/l no impact to patient management was reported.